Manufacturer narrative:
The device was received and evaluated. No issues were found that would result in the device failing to deliver insulin. The pod was in pod state 14 indicating that pod activation was not completed after it was filled.the product was returned with a different lot number than was reported and noted on the initial MDR. Correction to d(4): lot number changed from l44804 to l44805. Expiration date changed from 11/5/2020 to 12/12/2020. Unique identifier (UDI) # changed from ((B)(4). Correction to h(4): device mfg date changed from 5/5/2019 to 6/12//2019.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Using the pod 3/ page 32-33. Check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported the needle deployed early; indicating a needle mechanism failure. The pod was not worn and no adverse patient impact was reported.